Event description:
During an unknown surgery, the screw was separated with the head before used on patient. Please see the photos. There was no report on patient injury.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The 3.5x20mm mpa bone screw (product code: 1746-17-720, lot number: ro00393) was returned to the complaints handling unit for evaluation. The screw head, saddle, and tulip head were found to have disconnected from one another. Visual examination found no damage on any of the returned parts. A review of the device history record was conducted and no discrepancies were found. Product was released accomplishing all quality requirements. A trend analysis was conducted. No emerging trends were found requiring further actions. A root cause cannot be determined from the sample and the information provided. A potential root cause may be unanticipated forces being placed on the screw during insertion resulting in saddle dislodging. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.